Manufacturer narrative:
(B)(4). Date sent: 5/3/2017. Batch # n56u11. The analysis results found that the anvil of a ecs25a was received with part of the rsc box with a lot number n9341e and no apparent damage. The washer present and uncut. In addition the tip of the ancillary trocar was noted to be damaged. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar it should be rotated 45 degrees in the anvil shaft, so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass rny procedure, did not fire stapler on the patient. The issue was that the green ancillary trocar tip was broke off in the package. We opened another device of like manner to complete the case and procedure. There were no adverse consequences for the patient.